Event description:
Customer reported that the ventilator was cycling on a patient when the ventilator started to pressure limiting and activated the upper pressure limit alarm. Ventilator was taken off the patient, patient was bagged and the ventilator was swapped out. The ventilator was taken to the biomed department. The biomed discovered the 02 module was defective. The biomed replaced the defective 02 module, calibrated and performed functional checks. Ventilator passed all test and performed to all manufacturer's specifications. Ventilator was returned back to service. There were no patient injuries.